Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 160 months after the implantation the patient received inappropriate shocks. Lead damage was suspected. The lead was capped and replaced. Fluoroscopic imaging during the procedure revealed no damage or dislodgement of the rv lead.